Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to place a 3.50x24 mm liberte stent and was not able to implant the stent. Upon removal damage to the stent was noted. No patient complications were reported and patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer - the liberte/veriflex device was received in a shelf box bearing the same manufacturing batch number as the number on the hub of the device. There was blood in the wire lumen near the distal end of the device. The stent was centered between the marker bands on the tightly folded balloon. There was one flared strut in the ninth proximal row of stent struts. There was no other damage to the stent or the stent delivery system. The stent met specification for maximum od. The device was loaded over a .014" guidewire and inflated with an inflation device filled with water. The stent fully expanded at nominal pressure. No difficulty or irregularities were noted during deployment. The reported stent damage was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage or the reported event. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to place a 3.50x24 mm liberte stent and was not able to implant the stent. Upon removal damage to the stent was noted. No patient complications were reported and patient status is okay.

Manufacturer narrative:
(B)(4).